Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. The cause of the reported issue was unable to be determined or verified through evidence and test methods available. The downstream occlusion (dso) seal was replaced, and preventative maintenance was performed. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump does not detect the cassette. There was no reported patient involvement.